Event description:
It was reported that at the end of a farapulse procedure during post procedure mapping, a boston scientific starter guidewire became stuck in a farawave nav catheter. The guidewire was not able to be removed normally, and resistance was felt during manipulation of the guidewire. It was determined that no further treatment was needed, so the guidewire was folded and both the catheter and guidewire were removed from the patient. Upon removal, tissue was observed stuck to the distal tip of the catheter where the guidewire was protruding. The guidewire was never able to be removed from the catheter. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that at the end of a farapulse procedure during post procedure mapping, a boston scientific starter guidewire became stuck in a farawave nav catheter. The guidewire was not able to be removed normally, and resistance was felt during manipulation of the guidewire. It was determined that no further treatment was needed, so the guidewire was folded and both the catheter and guidewire were removed from the patient. Upon removal, tissue was observed stuck to the distal tip of the catheter where the guidewire was protruding. The guidewire was never able to be removed from the catheter. No patient complications were reported. The device was received for analysis and investigation is still in progress. It was further reported that heparin was administered to the patient, the case was performed on non-interrupted anticoagulant, and the activated clotting time prior to the event was approximately 350 seconds. No other catheter malfunctions were present.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.